Manufacturer narrative:
Based on additional information it was found that the patient had insufficient bone at the implant site. The reported event of the implant being unable to be placed into the osteotomy and/or lacking primary stability is due to the patient bone quality (pre-existing condition) the device in this case did not cause or contribute to a serious injury and the device did not malfunction. Therfore this event is considered not reportable.

Event description:
It was reported that the patient had insufficient bone at the implant site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown. First name unknown.

Event description:
It was reported that the implant was unable to be placed due to lack of primary stability, bone loss, and pain. Tooth location 35.